Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05386. It was reported that stent thrombosis and stent migration occurred. A non bsc stent was placed in the left iliac artery and ¿dissociation: occurred. As treatment an epic stent was placed, following placement there was an occlusion that was observed. The occlusion was treated with dilation using a balloon catheter. A 12 mm x 60 mm epic stent was then advanced; however the guidewire crossed through the 1st epic stent's strut. The 12 mm x 60 mm epic stent was then implanted with the guidewire remaining crossed through the initial epic stent. Balloon dilation was performed breaking the epic stent strut to create a sufficient stent lumen. The procedure was successfully completed. There was no problem with the patient's condition after the procedure. According to the physician¿s opinion, the first epic might have slightly floated, which caused the guidewire to sew and cross through the struts.